Event description:
It was reported that a polaris loop ureteral stent was to be used in a left ureteral lithotripsy procedure. During unpacking, the stent was found fractured in the middle segment. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a left ureteral lithotripsy procedure. During unpacking, the stent was found fractured in the middle segment. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent shaft was detached. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. There is evidence that the suture was removed since it did not return assembled to the stent. Conclusion code of adverse event related to procedure was assigned to this investigation.